Manufacturer narrative:
Continuation of concomitant medical products: product ID: 97725, serial#: unknown, product type: external neurostimulator, product ID: neu_unknown_lead, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. The caller stated the pt started a trial today and no matter what the rep did the pt could not feel stim. Caller states she tried tonic programming initially but ended up leaving the pt on evolve workflow settings. Caller noted that the pt has chemo induced neuropathy--doc referred this pt to rep/scs because the doc had a pt with same indication that responded well in the past. Caller noted that regardless of wave form, contacts used, pulse widths and stim level the pt never felt stim. The caller turned stim all the way up 22ma and no stim sensation. The rep notes that all impedances were between 1k-2k. The caller had attempted to change out the wens, restarted her tablet and no resolution. Caller was using the trial app. Caller stated the pt's lead location looked 'unbelievably posterior' and caller noted pt was having stim trial for foot pain. The caller initially used contacts 11/12 then drove stim up to mid t8 and thus used 8/9/10 contacts. The caller ended up leaving the pt on the '9 and 10 disc' at a random stim level of 3.5ma in the evolve workflow settings. Technical services (tss) advised caller to make sure to return products with this case number for analysis at the end of the trial. The caller was not with the patient. Caller stated she met pt yesterday regarding bleeding and lack of simulation. Caller stated she reprogrammed pt yesterday and contact 0 was showing >40k ohms. Everything was seated properly in the wens. The pt started to feel stim at 16ma while caller was programming on the tablet and eventually on every program pt did feel stim in a 'higher' range. However, when pt used their programmer they were getting 'settings not available' and that was occurring around 6ma. All the programs are getting settings not available. Tss reviewed trying to find a contact pair in the 500 ohm range possibly. Caller to meet with pt tomorrow and call back. Additional information was received from the rep on 2022-10-19. Caller (mdt rep) was still working w/ trial patient to get stimulation and therapy benefit. All impedance values were around or above 2,000 ohms. Caller wanted to know if we could estimate when the patient would be locked out - settings not available. Caller was using dtm. It was discussed they could add an extra anode and cathode which would allow additional ma and see if ld could work due to unable to get threshold determined due to the lock outs. Additional information was received from the rep on 2022-11-15. The rep reported that the patient was later able to feel paresthesia at subsequent visits.